Manufacturer narrative:
Batch review performed on 03 may 2018. Lot 143217: 50 items manufactured and released on 26 september 2014 expiration date: 2019-08-31. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years after primary the tibial inlay screw come out. The surgeon removed it arthroscopically. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection of the explanted insert fixation screw on 23 may 2018 by r&d product manager: loosened insert safety screw occurred about 2 year and 8 months after primary surgery removed by arthroscopy. The head and the threaded part of the screw looks completely damaged and plastically deformed. Threads have been pressed once, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No other components have been removed, so we can suppose that they have been found in good condition during arthoscopy to remove the screw. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm) would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. No further considerations can be done basing on the available information.